Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had off no power alert and no delivery. The customer¿s blood glucose level was 240 mg/dl and 250 mg/dl. The customer stated that they had no delivery and turned off. It was also stated that the pump had change out his infusion set and reservoir as the pump had no delivery and did not receive the alarm. Customer states they did not receive a low battery alert prior to the off no power alert. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set. It was reported that the customer had high blood glucose. The customer declined troubleshoot for high blood glucose. The customer was treated with manual injection for high blood glucose. The customer advised to monitor the issues and call us back if they recur. The customer advised to save product he has a problem with, call us for troubleshooting and so we can obtain back as needed. The insulin pump will not be returned for analysis.